Event description:
During a patient use event, the user is reporting the device switched to infant/child mode while in the MRI room with a patient. This is contra-indicated from the user's manual and manufacturer's instructions for use. The patient died at the hospital.